Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 00596404217 articular surface w/ locking screw size gh 17mm height lot# 64324213, MDR: 0001822565 - 2020 - 04254.

Event description:
It was reported that approximately 1 month post implantation, the patient was revised of the tibial components due to disassembly of the articular surface and tibial tray. No additional information at the time of this report.

Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.